Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 8 months, 12 days post tmvr procedure with a 29mm sapien 3 valve in the native mitral position, the patient was being seen for an aortic valve replacement with a non-edwards valve, and during the procedure, the team noticed on fluoro that the mitral sapien 3 valve frame appeared to be fractured or broken on the outflow. Per report, the frame did not appear like that at the original implant. Echo report showed the valve was working well and was not compromised in leaflet function.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for valve strut fracture was unable to be confirmed due to unavailability of relevant imagery or medical records. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 valve (s3) with the commander delivery system (ds) was indicated for severe native calcific aortic stenosis, failure of surgical bioprosthetic aortic or mitral valve. So, this procedure is considered an off label operation. As reported, approximately 4 years, 8 months, 12 days post tmvr procedure with a 29mm sapien valve in the native mitral position, the patient was being seen for an aortic valve replacement with a non-edwards valve, and during the procedure, the team noticed on fluoro that the mitral sapien 3 valve frame appeared to be fractured or broken on the outflow. Per the IFU, structural valve deterioration (fracture) is a potential adverse effect associated with transcatheter valve replacement. In this case, there is limited information to determine a root cause at this time. However, it may be related to patient factors such as anatomical changes over time leading to force/stress exerted on the valve. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.